Manufacturer narrative:
The device has not yet returned for evaluation. A follow up report will be sent when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device packaging was visually inspected and a defect was identified. The defect was tested and found to be a breach. The complaint is confirmed. The root cause of the failure is stress applied to the seal after sterilization. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.